Event description:
The facility's biomedical engineer reported a dual channel infusion pump had overinfused integrilin on a renal patient. The actual channel of the pump in use at the time of the overinfusion is not known. The pump was set to infuse at a rate of 1.9 cc/hr but the nurse went to check on the patient 30 minutes later, and between 50-75cc had gone into the patient. The bottle of medication was empty. Follow-up with the hospital's risk manager revealed the patient's hematocrit was low and an endoscopy showed the patient had a gi bleed. Patient was sent to the ICU for monitoring of the gi bleed. Further investigation showed the patient had anatomical reasons for the gi bleed and it was most likely not related to the overinfusion of integrilin. The patient received no alternate medication and was later discharged.